Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a guidezilla ii 6f long guide extension catheter. The shaft, collar, and tip were microscopically examined. There were numerous kinks throughout the shaft. The collar was damaged with the shaft pulling off. The damage to the collar is consistent with rotating the device when in use. The sds used in the procedure with the guidezilla ii complaint device was not returned for analysis, so a 4.0mm sds was used for functional testing. The sds was unable to be inserted into and through the collar due to the confirmed damage. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that the stent had resistance in advancing in the collar of the guidezilla. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 6f guidezilla ii guide extension catheter was selected for use. During the procedure, when the physician attempted to advance non bsc stent, it was noted that severe resistance was felt at the collar part of the guidezilla ii. After removing the stent, the physician tried again; however, the stent did not enter. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed that the collar was damaged with the shaft pulling off.